Event description:
A (B)(6) female pt reported that she was receiving a service code 204 and wires were exposed on her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204, wires exposed) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the broken electrode belt connector. The pt received a replacement monitor.